Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted. Additional health effect - clinical code: e0112.

Event description:
This is 1 of 4 reports. Linked to mfg report numbers: 3014334038-2026-00050 3014334038-2026-00051 3013886523-2026-00145 (this reports is for the first time the programmer failed: march 27, 2026). A patient's wife reported that on 3 different occasions the digital programmer did not agree with the manual programmer. The integra rep was called in to check. He checked it by taking a new valve out of the box and concluding that the digital device is changing settings correctly. No x-ray confirmation was ordered. The patient suffered many symptoms due to not knowing what the setting was. Among them: overdrainage, slit ventricles, dizziness, imbalance, headache and several falls. The valve was implanted on (B)(6) 2017. There were three occasions the digital programmer did not agree with the manual programmer. On (B)(6) 2026, the digital programmer displayed 2, while the manual programmer displayed 6. On (B)(6) 2026, both the digital and manual were set at 3. On (B)(6) 2026, the digital programmer displayed 4, while the manual programmer displayed 3. On (B)(6) 2026, digital programmer displayed 3-4. The manual programmer was not recorded; only the dial shunt was read at 4. The patient fell backward on a concrete driveway on (B)(6) 2026, he hurt his hip.